Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving hydromorphone and bupivacaine via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported that the patient missed their pump refill and the empty reservoir alarm occurred on (B)(6) 2016. It was going to be a few weeks until the healthcare professional can get drug. The healthcare professional planned to refill the pump with perseverative free normal saline (pfns). No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.